Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the video is intermittent occurred due to a malfunction of the video cable connector. However, a definitive root cause could not be determined. The front panel switch not working was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Furthermore, the evaluation uncovered the following: a malfunction of video cable connector and the connector connection was loose due to the worn video connector socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for a unspecified diagnostic procedure, the front panel switches do not function on the video system center. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.